Event description:
It was reported that this electrode was part of a system revision due to infection and bleeding in the xiphoid region. There were no additional adverse patient effects reported. This electrode was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.